Event description:
Same case as 2134265-2008-02078. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was pre-dilated with a non bsc 2.0 x 15 mm balloon. The physician placed a taxus express2 3.0 x 24 mm drug eluting stent to the 90% stenosed lesion located in the moderately tortuous, calcified, mid left anterior descending (lad) artery. Post dilatation was performed at 18 atms. A taxus express2 3.0 x 16 mm drug eluting stent was then implanted in the proximal lad, overlapping the 3.0 x 24 mm stent. Post dilatation was performed at 18 atms. Stent placement was confirmed with ivus and they were dilated completely. Aspirin and plavix were administered during this procedure. No pt injuries or complications were reported. Six hours post implantation, the pt experienced chest pain and thrombosis was confirmed at the mid lad. The thrombosis was aspirated with a thrombuster and the occlusion was dilated with a non bsc balloon. Flow was improved. Ivus confirmed that the stent dilatation was incomplete at the occlusion. Plavix and aspirin were administered during this procedure. No add'l injuries or complications were reported.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The mfg records have been reviewed and no issues or discrepancies were found. This record review confirms that the device met all material, assembly, and performance specifications. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.